Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken and underneath the ¿line is twisted¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between the female connector and main body and twist silicone tubing beneath the main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. The twisted tubing most likely caused by the separation between the two components. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.